Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for high blood glucose levels, with a reading of 570 mg/dl. Prior to the event, the customer woke up with a blood glucose reading of 75 mg/dl. After changing the infusion set, her blood glucose rose to 400 mg/dl. The customer changed the infusion set again, but continued experiencing elevated blood glucose levels. The customer declined troubleshooting, and stated that her healthcare professional wanted the insulin pump replaced. Nothing further was reported.